Event description:
The customer complained of questionable elecsys troponin t gen5 stat assay results for 1 patient sample and elecsys hcg + beta test system results for another patient sample tested on a cobas e 411 immunoassay analyzer. For patient 1 the initial troponin t result was < 6 ng/ml with a data flag and was reported outside of the laboratory. The repeat result was 68 ng/ml. For patient 2 the initial hcg + beta result was 0.188 miu/ml and was reported outside of the laboratory. The repeat result with an automatic 1:100 dilution was >68000 miu/ml. Patient 2 was a (B)(6) female with a birth date of (B)(6). The repeat results were deemed to be correct. There was no adverse event and the results were corrected. The customer was not using the recommended rack adapters. The troponin t reagent lot number was 305649. The expiration date was asked for but not provided. The hcg + beta reagent lot number was 329446. The expiration date was asked for but not provided. The field service engineer (fse) found the calibration and qc acceptable. The fse checked the sample probe alignment, the pinch tubings, and the reagents. All of the checks were acceptable. The customer ran patient samples with no additional issues. The investigation determined that the provided qc was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.